Manufacturer narrative:
The manufacturer previously reported that a patient's family alleged that the airflow suddenly became weak and only a small amount of airflow was being delivered from the ventilator. No alarm was reported to be observed from the device. The patient was reported to receive manual ventilation in response. There was no harm or injury reported. A sales representative visited the patient's home and connected a test circuit and a test bag to the device which restored the ventilator to normal operation. Following instruction from the patient's physician, the sales representative replaced the affected device with a ventilator of the same model. The device was returned to the manufacturer for evaluation and the device performed ventilation properly and no anomaly was observed. During evaluation a service required code related to "check circuit" was observed in the downloaded event log. The device's active exhalation control module was replaced to address the issue. Additionally, the blower, m series pollen filter, stirring fan foam, 43-micron filter were replaced, which was not related to the malfunction/issue. The device's replaced active exhalation control module was further evaluated by the product investigation lab. The device was visually inspected, and no visible damage was noted. In addition, the component was functionally tested, and no problems were found.

Manufacturer narrative:
A corrected report is being filed as section b: adverse event or product problem, was reported as "both" on the initial report. It has been corrected on this report and selected as "product problem" only. In addition, "outcomes attributed to ae" is listed as "none." Section h, "type of reported complaint" was selected as "serious injury" on the initial report and has been updated to "product problem" on this correction report.

Event description:
The manufacturer received information from a patient's family alleging that the airflow suddenly became weak and only a small amount of airflow was being delivered from the ventilator. No alarm was reported to be observed from the device. The patient was reported to receive manual ventilation in response. There was no harm or injury reported. A sales representative visited the patient's home and connected a test circuit and a test bag to the device which restored the ventilator to normal operation. Following instruction from the patient's physician, the sales representative replaced the affected device with a ventilator of the same model. The device was returned to the manufacturer for evaluation and the device performed ventilation properly and no anomaly was observed. During evaluation a service required code related to "check circuit" was observed in the downloaded event log. The device's active exhalation control module was replaced to address the issue. Additionally, the blower, m series pollen filter, stirring fan foam, 43-micron filter were replaced, which was not related to the malfunction/issue.